Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed gap between the acoustic lens and the ultrasonic probe could not be determined, however, the issue was likely the result of mishandling by the customer and normal wear and tear. The event can be prevented by following the instructions for use which state: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection and testing of the device, the reported issue was not confirmed. In addition, further evaluation identified s-cover plate had peeling, because guide pin of electrical (el) connector was missing, water tightness was lost/paint on air/water (aw) cylinder was peeled/sheet holder unit had corrosion due to water leakage/due to damage on ultrasonic cable, the number of missing elements exceeds specification/adhesive on bending section cover had a chip/due to wear of angle wire, the play of up/down (u/d) knob and right/left (r/l) is out of the specification. The root cause could not be determined, the investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus employee reported, that during preparation for use, for an unknown procedure, the pressure on the evis exera ii ultrasound gastrovideoscope was fluctuating in the ducts. Device evaluation found a gap between the acoustic lens and ultrasound probe. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during device evaluation.